Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The cpu (central processing unit) to pim (power interface module) board ribbon cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an 18 -year-old male patient, the device displayed internal comm failure 1472 and internal comm failure 1474 error messages. Complainant indicated that the clinician bag ventilated and obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.